Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was folded. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was received in two sections as a result of a break in the hypotube. The break was located at 58.9cm distal from the strain relief. Both sections of the hypotube were kinked at various locations. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx3.50mm and a 10mmx3.25mm wolverine coronary cutting balloon were selected for use. During the procedure, the balloon was inserted and blood rushed into the hub. The balloon was removed over the wire and it was noted that the shaft broke in half occurred outside the body. The device was completely removed and intact. The procedure was completed with a different device. No complications were reported and there was no harm to the patient.

Manufacturer narrative:
B1 adverse event/product problem, b2 outcomes attrib to adv event, h1 type of reportable event, h6 impact codes: corrected. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was folded. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was received in two sections as a result of a break in the hypotube. The break was located at 58.9cm distal from the strain relief. Both sections of the hypotube were kinked at various locations. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx3.50mm and a 10mmx3.25mm wolverine coronary cutting balloon were selected for use. During the procedure, the balloon was inserted and blood rushed into the hub. The balloon was removed over the wire and it was noted that the shaft broke in half occurred outside the body. The device was completely removed and intact. The procedure was completed with a different device. No complications were reported and there was no harm to the patient.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx3.50mm and a 10mmx3.25mm wolverine coronary cutting balloon were selected for use. During the procedure, the balloon was inserted and blood rushed into the hub. The balloon was removed over the wire and it was noted that the shaft broke in half occurred outside the body. The device was completely removed and intact. The procedure was completed with a different device. No complications were reported and there was no harm to the patient.